Event description:
A valiant captivia stent graft was implanted in the patient for the emergent treatment of a thoracic traumatic transection dissection. Aneurysm and vessel morphology was not reported since the event was an emergent case. It was reported that during the index procedure the stent graft was implanted without complication; however, the patient expired due to diffuse trauma. The physician noted the event not related to the device and noted that the patient expired due to extensive trauma.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (death). (Pre-operative dissection and transection).